Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2521005 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6/7f 6f/7f mynxgrip vascular closure device (vcd) the doctor was shuttling down the green handle when he felt resistance in the unknown sheath and a build up of pressure. When he went to marry the sheath up, only the black wire was showing indicating that the mynx was never deployed. They pulled out the device after balloon inflation and held pressure. There was no reported patient injury. The product was properly stored and opened in a sterile field. The user was trained to the device. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during use of a 6/7f 6f/7f mynxgrip vascular closure device (vcd) the doctor was shuttling down the green handle when he felt resistance in the unknown sheath and a build up of pressure. When he went to marry the sheath up, only the black wire was showing indicating that the mynx was never deployed. They pulled out the device after balloon inflation and held pressure. There was no reported patient injury. The product was properly stored and opened in a sterile field. The user was trained to the device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2521005 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿shuttle advancement issue and sealant failure to deploy¿ could not be evaluated. Without the return of the device, the exact cause of the reported event could not be determined. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, procedural/handling factors during the resistance experienced when shuttling down may have contributed to the reported breaking off of the shuttle. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.